Event description:
It was reported that an unknown trek balloon ruptured radially due to calcification. The balloon did not separate and the entire device was removed from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not returned for evaluation. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive cause of the reported balloon rupture could not be determined. A review of the lot history record was not performed because the lot number is not available. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.